Event description:
It was reported that a pt was scheduled for an ivc filter retrieval. Upon viewing the angiography, prior to the removal procedure, the physician noted that the filter had moved caudally 15 mm, had a severe tilt and that three limbs were fractured. The physician identified each limb as 2 arms and 1 hinged foot. The filter was removed with a cone retrieval system, along with one of the arms. The remaining limbs were endothialized in the cava and reportedly were not a risk to the pt. The pt had the filter implanted two years and two months ago, as a result of experiencing trauma. Since that time the pt had undergone multiple orthopedic procedures. No pt injury was reported.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The explanted filter was returned for eval. Upon sample examination, one of the filter legs had a fractured hook, which was not returned with the filter. Also, two arms were detached at the base of the apex. However, only one of the arms was returned with the filter. The product eval confirmed the detachment of the components. Images of the case were not available for eval; therefore, the reported filter tilting could not be confirmed. The root cause for this event is unk. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of the vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.